Manufacturer narrative:
(B)(4). D10 - concomitant devices - comprehensive steinmann pin threaded tip125x2.5in 2pk catalog #: 406669 lot #: ni g2 - report source - foreign: event occurred in canada. The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001825034-2023-02715. 0001825034-2023-02790 h3 other text : investigation incomplete.

Event description:
It was reported that during reverse shoulder arthroplasty while the surgeon was inserting the pin through the cutting guide, the pin jammed and fractured off inside the drill. The drill fractured with the end of the pin stuck inside. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned drill identified signs of use and the pin was confirmed to be jammed in the device. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.